Event description:
The facility reports the resident was being lifted off the bed to be put into a wheelchair. As the lift was raising and the pt's weight was being supported by the sling, the sling clip broke in half. The pt was not fully off the bed when the connection broke; there were no injuries.